Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights - hanaulux 2005/2003. As it was stated, a ceiling cover was broken with a risk of falling. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. It has been reported that a ceiling cover was broken on a hlx2000 configuration. No photographic evidences were provided. The location of the breakage was not identified. The fall of the ceiling cover was probably caused by collision. To prevent any incident the hlx2000 user manual 56351039/e mentions: hanaulux surgical lights have been designed and built to last for a very long time. However, to guarantee perfect and safe operation over long periods, it is necessary to check the lights regularly. All hanaulux 2000 products are to be inspected by the operator every six months with attention to the following points, defects in paint work, cracks in plastic parts, in case of problem or damage, please contact our customer service. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6), e1h: event site postal code: (B)(6). The unique identifier (UDI)#. Information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.

Event description:
On 20th september 2024, getinge became aware of an issue with one of our surgical lights ¿ hanaulux 2005/2003. As it was stated, a ceiling cover was broken with a risk of falling. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence.